Manufacturer narrative:
Date of report: 21aug2021. (B)(6).

Event description:
The customer reported that the rotary knob is faulty. It is unknown if the unit was in use on patient, but this information has been requested. There was no patient harm reported. The customer contacted product support and requested for service repair.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and recommended the front bezel be replaced. The fse confirmed that the navigation ring does not work. The fse replaced the front bezel to resolve the issue. During device evaluation, the battery was found to be over the maximum recommended age of 5 years. The customer was advised to replace the battery due to its age. Air inlet and cooling filters must be replaced. Per the v60/v60 plus ventilator service manual, rev k, periodic maintenance procedures, the battery is to be replaced every 5 years. Based on the information provided and service performed, the customer's alleged malfunction was confirmed, and it was determined that the root cause was a faulty front bezel. Although requested to be returned, the removed component was not received for evaluation at this time. If part is received and evaluated, an additional report will be submitted.

Manufacturer narrative:
The defective front bezel was returned for failure analysis. Previous investigations have shown the root cause of navigation-ring failures has been determined to be due to liquid ingress.